Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's medical history included diabetes in 2011. Concomitant products included iron from 2011 to 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and migraine ("migraines / headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain") and uterine pain ("uterus pain"). The patient was treated with surgery ((B)(6) 2012, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, dyspareunia, fatigue and migraine outcome was unknown and the vaginal haemorrhage, menorrhagia, abdominal pain upper and uterine pain had resolved. The reporter considered abdominal pain upper, device dislocation, dyspareunia, fatigue, menorrhagia, migraine, uterine pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Lab data, concomitant drug and medical history added .event injury nos deleted and new events migration of essure device, vaginal bleeding, menorrhagia, dyspareunia (painful sexual intercourse), fatigue, migraines / headaches, stomach pain, uterus pain and plaintiff did not underwent for essure confirmation test added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.